Event description:
The customer reported there was no video on the left monitor and the technique ramped up to the maximum. The high voltage circuit fault or video line out on/off switch was inoperative and needs a replacement switch. The x-ray overtime error displayed the error code low battery capacity. The system needs a battery. There were also intermittent vertical lift problem. The problem was with the keyswitch assembly fault.

Manufacturer narrative:
The ge service rep checked the snubber assembly fuse and found it to be ok. He also checked the lemo receptacle and interconnect cable, camera power supply voltages and connection lemo pin p1-16 bent and pushed back. He reverified and this did not correct complaint. He then ordered parts for the system and removed and replaced the cable assembly with on/off switch lemo receptacle assembly, cable backplane, key switch and mainframe key battery pack assembly with a lithium battery for x-ray controller pcb high voltage cable assembly. He realigned the collimator. The unit is now operational.